Event description:
It was reported that the patient lost consciousness on (B)(6) 2025. The patient reported being woken up by the pod alarm. The patient stated feeling dizzy, lousy and nauseous which caused them to vomit a few times. As a result, the patient hyperventilated, causing a panic attack and then resulting in them passing out. Upon losing consciousness, the patient's spouse called the ambulance. Upon arrival of the paramedics, they did not provided a definitive diagnosis. The paramedics did a blood glucose test which was 13.9 mmol/l (250.2 mg/dl). The paramedics also did heart films which came back fine. The paramedics and the spouse of the patient tried replacing the pod but they were unsuccessful. No information was provided on how hyperglycemia was treated.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia and loss of consciousness. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.